Manufacturer narrative:
Initial.

Event description:
It was reported that a diabetes educator inquired about a low blood glucose value of 53 observed on the bionic report and asked what could cause the event. Symptoms included hypoglycemia. Outcomes included insufficient information regarding the impact. Investigation included communication with involved parties and analysis of information provided by the user or third party. Investigation of this case revealed no findings available, with insufficient information to identify a device problem or a specific device component involved. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.